Manufacturer narrative:
The lead was retained by the hospital following the procedure and was sent to pathology. Should the lead be returned and analyzed this report will be updated.

Event description:
Boston scientific received information that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d), right ventricular (rv) lead, left ventricular (lv) lead, and right atrial (ra) lead underwent a routine device change out procedure due to the device being at elective replacement indicator (eri). Prior to the procedure the lv lead exhibited increased threshold measurements and loss of capture. During the procedure the patient reached into the pocket with their free arm and grabbed the device. The rv, lv, and ra leads were pulled back as a result. The procedure was aborted, all products were explanted, and a previously abandoned system was programmed back on. The following day a new system was successfully implanted. No adverse patient effects were reported.